Manufacturer narrative:
Date of event: the study was conducted from may 2011 to may 2013. Literature article: jianteng xie, huizhen wang, sheng li, yangyang zuo, yanhui wang, yifan zhang, tiantian liang, jing li, liping wang, zhonglin feng, zhiming ye, xinling liang, wei shi and wenjian wang "low-volume tidal peritoneal dialysis is a preferable mode in patients initiating urgent-start automated peritoneal dialysis: a randomized, open-label, prospective control study". Therapeutic apheresis and dialysis 2019: pp 1-9. Doi: 10.1111/1744-9987.12791. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 27 low-volume tidal peritoneal dialysis (pd) patients underwent a two-year study to evaluate the safety of patients initiated on automated pd therapy. It was reported one patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. The patient outcome was not reported. Action with pd was not reported. No additional information is available.